Event description:
It was reported that the implantable neurostimulator (ins) system was explanted one month after implantation due to a severe (B)(4) infection. Prior to explant, the ins had provided good pain relief to the patient.

Manufacturer narrative:
Lead model 3777-60, (B)(4), implanted: 2010 (B)(6), explanted: unk, lead model 3777-60, (B)(4), implanted: 2010 (B)(6), explanted: unk, recharger model 37752, (B)(4), programmer model 37743, (B)(4).